Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and outlet side panel were replaced due to water ingress.